Manufacturer narrative:
Postal code: (B)(6). Health effect impact code : 2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the radius side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases is observed on the device. Nick is observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported left side "ruptured". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6a.

Event description:
Healthcare professional reported left side "ruptured". Device has been explanted.